Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that before the ablation procedure, the generator was turned on but after the count-down, no activation sound occurred and the generator did not work. The procedure was completed with another generator. No patient injury occurred.